Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer stated that the insulin pump did not provide any alarm. The customer reported that they do not feel okay for troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.